Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product serial number (B)(6) ; product type: compression loading system (cls) product ID d-evolutfx-34; product serial number (B)(6) ; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. Fluoroscopic loading check clearly showed infolding to no further than the 3rd node, and was therefore acceptable for use. The patient had calcified anatomy, and a balloon aortic valvuloplasty (bav) was prepared prior to insertion of the valve into the body. Upon first deployment, the implant depth was perfect, at 4mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc), however infolding was observed. The medtronic representative instructed the physician to remove and replace the valve. The patient ¿crumped¿ and had a mean aortic pressure (map) of 35mmhg. The physician therefore decided to pull the valve back into the aorta, readvance and redeploy the valve, then perform a post-implant bav with rapid pacing at 180bpm. The balloon caused the valve to dislodge to an implant depth of -6mm on the ncc and -4mm on the lcc. Severe aortic insufficiency was present. A second valve (sapien) was placed below the dislodged valve. A procedural delay of approximately 1 hour occurred. No additional adverse patient effects were reported.